Event description:
The customer reported a pt was being monitored while the family member was in a birthing pool. Pt tachycardia was heard in the second stage of labor so the family member was asked to get out of pool. The pt was delivered stillborn. The customer's concern is that ctg's look normal prior to birth with accelerations in the 2nd stage of labor.